Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the neurostimulator after the expiration date, multiple tunneling attempts, and using the incorrect tools have been ruled out as potential causes. Additionally, the skin was prepped with an antiseptic solution and the patient does not have any contraindicating conditions. The stimulator is used to treat pain. The cause of the reported issue is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, the conclusion has been selected as unable to determine the root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported an infection, their wound was oozing pus, and pain at the pocket site. Antibiotics were prescribed which improved the infection. The patient will continue to use oral and topical antibiotics to avoid an explant procedure.